Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an "oxygen not available" alarm occurred. It was noted that the device kept operating when the issue was observed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. There was neither delay in therapy nor medical intervention reported due to the issue other than the ventilator swap. There was no report of patient or user harm. It was documented that the device was run in the medical engineer center, but the reported issue was not reproduced. The investigation is ongoing.

Manufacturer narrative:
The occurrence error codes for, "check vent: oxygen device failed" (diagnostic code 1111) and "oxygen not available" (diagnostic code 1208) were observed in the event log therefore a functional test as well as an inspection of the oxygen device was performed. The repair center personnel stated that there were moments where the flow exceeded the leak compensation capability temporarily by opening the circuit which caused the occurrence of the error codes but no device malfunction. The repair center personnel then confirmed there was no malfunction found. The repair center personnel were unable to reproduce the reported issue. The device passed required performance verification tests by philips standards and was returned to service.